Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level exceeded the normal range, reaching 535 mg/dl. To address the high blood glucose, the customer administered a correction injection through multiple daily injections and did not require additional third-party assistance beyond usual support. The cartridge alarm was confirmed, occurring during the loading process, and it was noted that the customer did not wait for the prompt from the tandem mobi mobile app to remove or load a cartridge. Technical support educated the customer on the correct procedure and instructed them to remove the cartridge, deliver a 9-unit bolus, and reload the original cartridge. The bolus completed successfully, and the customer was able to resume insulin therapy, resolving the issue.